Event description:
This spontaneous report was received from a consumer via phone on (B)(6) 2013. The consumer reports that she used the product once and set it on her empty table and it then burst into flames. She denies that it was exposed to heat of any type. A prepaid mailer is being sent to the consumer for product retrieval and testing. No further information was provided.